Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. It was noted that patients implantable pulse generator (ipg) was having difficulty communicating the remote control. The patient underwent a scs explant procedure where in all devices were removed and will not be return as it was kept at the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7157690, UDI: b)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7153856, UDI: (B)(4).